Event description:
It was reported that during a transurethral needle ablation of the prostate procedure, the generator gave an error message and the procedure could not be completed. No injury to the pt was reported.